Event description:
The patient had outpatient surgery, at an a, then the following morning the mother reported that the child looked gray, had bleeding at the site, the physician recommended rinse and spit and that was when the mother noted the object. The object was determined to be silicone cover from one of the vents of a non-rebreather mask. However, at the time of discharge the patient was eating, drinking and conversing. There were no concerns at discharge and the vital signs were hr 106, respiration 20, b/p 115/70 oxygen saturation 97 percent on room air.